Event description:
A hospital in (B)(6) reported that air leaked from the expiratory limb of an rt340 adult breathing circuit after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole about 10cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed one other similar complaint for the lot number provided. Conclusion: while we were unable to determine how the limb came to be damaged, it is most likely due to use of a non-fph circuit hanger. The hospital had confirmed that the complaint breathing circuit had passed the leak test on the evita xl ventilator before being used, thus we know that the circuit was not leaking when it was received by the hospital. The hospital further informed us that they were using a draeger circuit hanger, instead of our circuit hanger supplied with the rt340 circuit. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.